Manufacturer narrative:
For the one pending event, the investigation determined that the required carryover evasion wash for the lithium assay was not installed. Follow up actions include: the carryover evasion wash was installed and after this, no further issues occurred.

Manufacturer narrative:
For one of the pending events, the investigation could not identify a product problem. The cause of the event could not be determined. The follow up actions for this event were: preventive maintenance was performed and the customer did not have any further issues after this action. For one other of the pending events, the investigation could not identify a product problem. The cause of the event could not be determined. Based on the information provided, a general reagent issue has been ruled out since calibration and qc were acceptable. Frequent abnormal aspiration alarms were observed along with an abnormal reaction monitor. The malfunction is consistent with a sample pipetting issue. Follow up actions: the results from the precision check suggest issues with sample pipetting and cell rinse functionalities .

Manufacturer narrative:
Serial number continued: (B)(4). The investigations found: for 2 events: the investigation could not identify a product problem. The cause of the event could not be determined. For 3 events: the investigation is still ongoing. The follow-up actions were: for 1 event: the lithium test was moved to a different module. For 1 event: probes were replaced and aligned. The gear pump pressure, cuvette rinse dispense, internal probe rinses, and external probe washing were checked. Hardware checks were performed. Performance checks were within range. Patient comparison studies were performed comparing to another analyzer; all samples correlated well. Special wash programming was checked and updated. Carryover studies were performed. For 1 event: a precision check was performed. For 2 events: the follow-up actions are yet to be determined. The reported event involved an automated analytical device that is serviced in the field and not routinely returned for investigation. This device is not labeled for single-use and is not reprocessed or reused.

Event description:
This report summarizes malfunction events. Questionable high results were generated by the cobas 8000 c 502 module. The events involved a total of 8 patients with the following: four patients had a questionable li lithium results. One patient had a questionable mg2 magnesium gen.2 result. Three patients had a questionablea1c-3 tina-quant hemoglobin a1c gen.3 results. For 3 patietnts the patients' ages ranged from 54 - 84 years old. The other 5 patients' ages were requested but were not provided. The patients' weights were requested but were not provided. For 3 of the patients, two were males and 1 was a female. The other 5 patients' genders were requested but were not provided. The patients' races were requested but were not provided the patients' ethnicities were requested but were not provided.